Manufacturer narrative:
Conclusion code adjusted.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type: catheter. Product ID: 8709, lot# l65385, implanted: (B)(6) 1999, explanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving and unspecified drug via an implantable pump. It was reported that the patient had pump implanted on (B)(6) 2003 and used an 8711 connector (implanted on (B)(6) 2003) on the existing 8709/l65385 (implanted on (B)(6) 1999). On (B)(6) 2004 the total catheter was replaced with 8781/(B)(4) as the old 8709 catheter was broken just beneath the lumbodorsal fascia. No further information was provided (medication type, concentration, dose, event context, and symptoms). However, no further information could be obtained as the hcp provided this information available and noted patient was transferred to her care at some point by another physician. If additional information is received, a follow-up report will be submitted.